Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-03240. The pt received an scs system on (B)(6) 2009. It was reported that the pt requested reprogramming to capture bilateral lower back to feet. But, there were some invalid impedances, lead migration and possible fracture of lead. The pt is to f/u with his doctor regarding whether a revision will be done. No further info is available at this time.